Event description:
It was reported that during the extraction and elective replacement of the right ventricular (rv) lead, pericardial effusion occurred. Intervention was taken and the patient left the lab in "stable condition." The lead has been returned. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID c154dwk implantable cardioverter defibrillator (ICD)  implanted: 2008-(B)(6), explanted: 2013-(B)(6). (B)(4).